Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked in the proximal shaft approximately 25.0 and 28.0 cm from the hub. The ace 68 was kinked approximately 101.0 cm from the hub, and stretched from approximately 104.0 cm from the hub to 109.0 cm from the hub, where it was fractured. The distal end of the ace 68 protruded from the distal end of the neuron max, and had multiple consecutive kinks approximately 5.0 cm from the distal tip to the distal tip. Conclusions: evaluation of the returned devices revealed the neuron max was kinked. This damage may have occurred due to forceful advancement of the neuron max against resistance. The resistance experienced while advancing the neuron max was likely due to tortuous patient anatomy, as mentioned in the complaint report. Further evaluation revealed the ace 68 was kinked, stretched, and fractured. The ace 68 likely became kinked due to repeated forceful advancement of the ace 68 against resistance the stretching and fracture of the ace 68 likely occurred due to forceful retraction of the ace 68 through the kinked neuron max . The kink observed in the neuron max, as well as tortuous patient anatomy, likely prevented the ace 68 from being successfully retracted through the neuron max, and contributed to the stretching and fracture of the ace 68. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00041.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00041.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace 68). It was noted that the physician experienced resistance while advancing the neuron max, which the physician attributed to the patient's tortuous anatomy. While advancing the ace 68 through the neuron max, the physician experienced resistance at the junction of the subclavian and common carotid arteries and into position in the ace 68. Upon attempting to retract the ace 68, the physician noticed the tip of the ace 68 was not retracting with the proximal end and found that the ace 68 had broken into two pieces within the neuron max, and about 10-12 cm of the ace68 was advanced past the tip of the neuron max. The physician then removed the neuron max with the broken ace 68 tip inside and noticed a significant kink in the neuron max. The procedure was completed using non-penumbra stent retrievers. There was no report of an adverse effect to the patient.